Event description:
The pt was using program a at 5.3v and still had back pain and pain radiating down her leg. She switched to program b at 4.7v and felt stimulation. She left it at that setting to see if it would help her symptoms. Following this, approx the last week of (B) (6), the pt started to feel tingling in her chest. She was instructed by the physician to decrease the stimulation and contact the MFR representative for reprogramming. It was further stated that the pt felt three times since implant. She felt the stimulation from her neck down to her waist and not in the lumbar area. Reprogramming improved pain coverage, though, it wasn't good as during the trial. The MFR representative felt that the leads possibly migrated from the falls. The pt was scheduled to see her physician on (B) (6) 2010. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).